Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implanted (B)(6) 2004.

Event description:
It was reported that when the lead impedance was measured the patient experienced pectoral pacing and felt the stimulation down their arm with the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.